Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of ¿ a cut at the distal tip of the scope¿ was confirmed. A hole/cut was observed on the pink rubber of the scope¿s probe. The scope¿s bending section rubber was found dry and excessively scratched. The scope¿s control was tested and low tension was noted. The control knob movement was loose with play. The scope¿s ID check showed 561 total uses. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the during reprocessing, a cut was noted on the tip of the scope. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The possibility of peeling due to chronological degradation, etc. Is considered to be due to the manufacturing year of the device in this case. In addition, it is speculated that external forces such as strong rubbing of the area during normal use including reprocess have resulted in the development of the phenomena. As a result of checking the instruction manual, it was confirmed that the following description was found. Inspection of the endoscope 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, forming objects or other irregularities. As a result of checking DHR, it was confirmed that there were no manufacturing abnormalities, special adoptions, and variations.